Event description:
Ptca balloon would not completely deflate and therefore unable to remove from the pt body. After human diligence, balloon was removed, but pt required another stick to other groin to finish procedure.